Event description:
It was reported that when the patient lifted their arm, they heard a buzzing sound in their ear. Subsequent information indicated that the patient experienced a loss of therapeutic effect that resulted in clumsiness and decreased balance. Patient education led to the determination that the neurostimulator was off. The patient was unaware of how the device turned off and thought that it was accidental. The device was turned on and the patient felt a surge of stimulation go through their body. The patient then felt that the therapy had helped control their symptoms. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37642, serial# (B)(4), extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3387s-40, lot# v268107, implanted: (B)(6) 2011, explanted: na. Lead model 3387s-40, lot# v268107, implanted: (B)(6) 2011, explanted: na. (B)(4).